Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #2. Aware date should have been listed as 26/aug/2024.

Event description:
Healthcare professional reported right side rupture, and device exchange due to the patient's concern with the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6.

Event description:
Healthcare professional reported "the right appeared to have a rupture", confirmed via ultrasound, and "biocell warranty". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "the right appeared to have a rupture", confirmed via ultrasound, and "biocell warranty". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. And device exchange, due to the patient's concern with the device. The device remains implanted.